Manufacturer narrative:
H10: insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed on (B)(6) 2024, (B)(6) 2024, and (B)(6) 2024 for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Manufacturer narrative:
G1: contact office phone: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed error code 1002 ((cbit) vent-inop: blower temperature too high). The device was in clinical use when the issue occurred, the patient was moved to a different ventilator. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed error code 1002 ((cbit) vent-inop: blower temperature too high). The customer reported that issue occurred previously, but passed the performance verification test (pvt), and the issue could not be duplicated. The customer was advised to replace the blower and was provided with the part number.